Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a male pt, the device self-charged energy while monitoring in ECG leads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.